Event description:
It was reported that stent damage post deployment occurred resulting in thrombosis and vascular blockage. The patient was undergoing percutaneous coronary intervention. The target lesion was located in the right coronary artery (rca). A non-boston scientific (bsc) guidewire was placed in the distal end of the posterior descending (pda) branch and a 2.0 x 15mm non-boston scientific (bsc) balloon catheter was placed in the distal rca. The middle part of pda branch was pre-dilated three times at; 12, 12, and 16 atmospheres (atm) consecutively for 5 seconds each. A 2.5 x 29mm non-bsc stent was deployed in the distal rca to proximal part of pda branch at 12atm for 8 seconds. A 2.75 x 16mm promus premier drug-eluting stent was deployed in the middle rca at 12 atm for 8 seconds. The stent balloon was then used to dilate the middle rca at 12 atm for 5 seconds. The stent balloon was then withdrawn. The middle part of the stent was post-dilated with a 3.0 x 15mm non-bsc nc balloon catheter. However, angiography showed that the stent was deformed, it was noted that it became shortened. A 1.2 x 12mm non-bsc balloon catheter could not enter the deformed stent, and three non-bsc guidewires were repeatedly sent to the distal end of the rca. A new 1.2 x 12mm non-bsc balloon and a 1.25 x 15mm non-bsc balloon catheter failed to cross the stent after repeated dilation. The angiography showed timi0 grade of the rca blood flow, and the treatment was abandoned. One or two hours after the procedure, intravenous heparin was given 1000u, and the dosage of ioxanol was 250ml. The patient safely returned to the ward with follow-up observation. It was further reported that the patient experienced symptoms of chest pain and tightness. Angiography during the procedure revealed that thrombosis was present. Dual antiplatelet and statin drugs were given to treat the event. The patient's current condition and prognosis were occasional chest tightness with stable heart function.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that stent damage post deployment occurred resulting in thrombosis and vascular blockage. The patient was undergoing percutaneous coronary intervention. The target lesion was located in the right coronary artery (rca). A non-boston scientific (bsc) guidewire was placed in the distal end of the posterior descending (pda) branch and a 2.0 x 15mm non-boston scientific (bsc) balloon catheter was placed in the distal rca. The middle part of pda branch was pre-dilated three times at; 12, 12, and 16 atmospheres (atm) consecutively for 5 seconds each. A 2.5 x 29mm non-bsc stent was deployed in the distal rca to proximal part of pda branch at 12atm for 8 seconds. A 2.75 x 16mm promus premier drug-eluting stent was deployed in the middle rca at 12 atm for 8 seconds. The stent balloon was then used to dilate the middle rca at 12 atm for 5 seconds. The stent balloon was then withdrawn. The middle part of the stent was post-dilated with a 3.0 x 15mm non-bsc nc balloon catheter. However, angiography showed that the stent was deformed, it was noted that it became shortened. A 1.2 x 12mm non-bsc balloon catheter could not enter the deformed stent, and three non-bsc guidewires were repeatedly sent to the distal end of the rca. A new 1.2 x 12mm non-bsc balloon and a 1.25 x 15mm non-bsc balloon catheter failed to cross the stent after repeated dilation. The angiography showed timi0 grade of the rca blood flow, and the treatment was abandoned. One or two hours after the procedure, intravenous heparin was given 1000u, and the dosage of ioxanol was 250ml. The patient safely returned to the ward with follow-up observation.